Manufacturer narrative:
Manufacturing evaluation: up to now, there is no product available. Investigation- no product at hand. Pictorial documentation- no product at hand. Batch history review- because there is neither a product nor a batch number known, a batch history review is not possible. Conclusion and root cause- the root cause for the problem is most probably usage related. Rationale- in similar cases the breaking of the pin was related by mechanical overstress (simultaneous occurrence of bending and torsion).

Manufacturer narrative:
Product information is not available and product will not be returned. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an incident during an anterior cervical disc fusion. When taking out the pin, it broke below the stop pin. A piece of metal was embedded right on the vertebrae. The thread part was left in patient. The pin was retained in the patient and not able to be removed. Surgeon was able to plate right over the space as the pin was flush with the bone. Additional patient information was requested but no additional information was received until today. The event is filed under aag reference (B)(4).